Event description:
Corail stem did not fit into the hole which was prepared with the appropriate reamer. Implant's projection was about 3cm out of the bone. After re-work of the bone with the reamer there was no improvement of the result. Surgery prolongation about 45 min.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.